Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic, the left ventricular lead exhibited loss of capture, image revealed the lead had dislodged. The lead was explanted and replaced successfully. The patient was doing well post procedure and will be followed normally.